Event description:
On (B)(6) 2012, the pt reported that he had been having issues with the menu button on his infusion device. He first noticed the problem about a week before reporting it. It was not bothering him because, he was still able to operate the infusion device, but after an insulin cartridge change he was not able to put the infusion device back in run mode. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product evaluation. This is related to 2183996-2012-00187.